Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin allergy causing pimples, painful swollen welts and fluid discharge had occurred while wearing the pod on the abdomen between 4 and 24 hours. Additionally, the patient noted ¿tunneling" under the skin. The affected area can increase in size depending on length of time pod is worn. The patient visited their physician who prescribed flonase allergy nasal spray, tegaderm skin barrier and adhesive overlays for both pods and sensors.